Event description:
Event description guidant received information that the patient with this pacemaker, who was lost to follow-up, presented to the hospital with an intrinsic rate of 35bpm. No pacing could be confirmed on the surface electrocardiograms. The device could not be interrogated or programmed out of back-up reset mode, and was assumed to be at end of life. The estimated longevity for this model at nominal parameters is 6.5 years, this device was in service for 9.5 years.